Manufacturer narrative:
The device has not yet been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
During an in-coming inspection at distribution, it was found that there was a foreign material (possibly hair) in the sterile package. This event was found in 1 of (B)(4) units of product n103a, lot#15252027.